Manufacturer narrative:
Weight, ethnicity, race - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, diopter +4.0 into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault, significant reduction of irido-corneal angles (ica), elevated iop, fixed pupil, blurred vision, and enlargement of pi-yag. Synechiae also noted, lysis performed but no improvement. The cause of the event is reported as device-"length issue, too large."